Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "rupture, pain and lumpy, concerned with the textured implants and underarm is painful." Patient also reported "cancer and then had some stuff that grew back¿; this event is not device related. Device remains implanted.